Event description:
During manufacturer product analysis for a vns generator which had been explanted due to end of service it was identified that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end of service condition was an expected event. The vns generator battery was depleted, and was an expected event as a battery life analysis yielded -1.19 years remaining. Additionally, the generator was implanted for 9 years and 255 days. After the r35 resistor was optimally reselected, the generator performed according to functional specifications.